Manufacturer narrative:
(B)(4). Additional investigation summary: an opened sample of product code d9749, lot # mkm753 was received for evaluation. During the visual inspection of the sample, the needles were noted out of the folder, however they are not in an area that could be sealed in the overwrap packet, no pin holes were noted, and the sterile barrier was not compromised. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the sample, the assignable cause of the reported complaint is a needle out of the paper folder.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkm753 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was found that the needle had been protruded from the paper package. Further details are not provided. The device was not used on the patient. There were no adverse consequences to the patient.